Event description:
It was reported during the implant attempt that the patient's right atrial (ra) lead was difficult to place in the atrium. The initial placement had high impedance and no capture at five volt pacing output. When attempting to place the ra lead in a different location, the ra lead could not be placed. It was mentioned that there could be an issue with the helix. The ra lead was removed and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Helix extends and retracts smoothly with no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix extends and retracts smoothly with no anomalies.